Manufacturer narrative:
The tech replaced the side rail cable to resolve the issue.

Event description:
The tech alleged that the mattress therapy on the bed would not function due to the side rail cable having bare metal wires exposed. No pt impact.